Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blood glucose level was 163 mg/dl and the patient got treated with manual injection. The blockage was located in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008077 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008077 was manufactured according to the work instruction (wi) version 18 and packaging in the machine multivac 14 on 11-jul-2024, with a total of (B)(4) units. The sub-assembly, cannula of the lot 4f04547 was manufactured according to the wi version 16 and manufactured in the machine lc04, on 26-jun-2024, with a total of (B)(4) units. The sub-assembly, cannula of the lot 4f02942 was manufactured according to the wi version 16 and manufactured in the machine lc04, on 18-jun-2024, with a total of (B)(4) units. The sub-assembly, cannula of the lot 4f04548 was manufactured according to the wi version 16 and manufactured in the machine lc04, on 28-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4f04555 was manufactured according to the wi version 15 manufactured in the machine lc01, on 08/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.